Event description:
Company was informed that midway through procedure the physician advanced aveta smol disposable resecting device too far, which resulted in a uterine perforation. The event took place with the resecting function of the device not being active. Uterine perforation was recognized and the procedure aborted immediately. The uterine perforation was confirmed laparoscopically, and the patient was discharged the same day. According to the doctor, the patient is doing well.

Manufacturer narrative:
The complaint device was not returned for investigation. No device malfunction was reported. Based on the review of the complaint and lot history record, no device non-conformance was observed. The patient was reported to be doing well. Uterine perforation is a well-recognized potential adverse event associated with diagnostic hysteroscopy and is adequately described in the aveta system user manual that states: "uterine perforation may result in possible injury to bowel, bladder, major blood vessels and ureter".